Event description:
It was reported that the customer dropped the insulin pump a week, and there is a deep crack on the device. Troubleshooting was performed, and the drive support cap appears to be normal. The programming, basal, bolus, and daily totals were correct. The fixed prime test was performed and the insulin did exit. Ran the high pressure test and the test failed twice. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.